Manufacturer narrative:
The impella device was not received from the customer, but the event logs were received. Therefore, the investigation of the device is not possible, but event logs evaluation is underway. Upon investigation closure, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced hematuria, hemolysis, and suction alarms. It was reported that a patient arrived post aortic valve replacement and aortic repair. An impella 5.5 was placed due to low ejection fraction after transesophageal echocardiogram. Dark red urine was noted. The impella positioned was confirmed with echocardiogram and central venous pressure was assessed. Some suction alarms were noted and one unit of blood was given. The patient was noted to be on heated high flow, mild fever, and cultures were sent. Hemolysis was noted due to over diuresis. Diuretics were off. The patient also went hypotensive while working with physical therapy, albumin was administered and vasopressin drip was started. Additionally, a computed tomography (CT) scan head showed intraparenchymal hemorrhage. The plan was to change the purge to bicarbonate. The patient was moving all extremities and following commands. The plan was to volume resuscitate with colloids and blood products and monitor bleeding. It was also noted that to repeat CT to assess brain bleed. Echocardiogram was pending to assess hemopericardium. New finding of pericardial effusion from CT scan on (B)(6) 2025. Non-occlusive was noted. Possible systemic heparin start. The patient was successfully weaned from the impella 5.5 and explanted.

Manufacturer narrative:
No product was returned for investigation. Data logs were reviewed. The cause of the hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of suction issue was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of the stroke was unable to be determined due to insufficient clinical details. The cause of the hypotension cannot be determined as insufficient clinical details were provided. The device passed all post sterile inspection checks.